Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage during use. The analyst noted that the lead was returned with the helix was fully retracted, tissue visible on it. Visual inspection found there was distortion, and fractured of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead dislodged. The helix stopped working when the physician attempted to reposition the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.